Event description:
Reportedly, a patient was undergoing a vaginal hysterectomy with enterocele repair, paravaginal defect repair, vaginal sacrospinous colpopexy, posterior colporrhaphy and perineorraphy. At the end of the procedure, the patient was noted to have erythema and desquamation involving the upper labia minora on each side. Each appeared to be a second degree burn covering approximately a circular 8mm area. The physician thought it may have occurred as a result of the steam generated from the ligasure device in spite of the fact that constant aspiration of steam was done throughout the case. It occurred in the area that was not protected by the heaney retractor that was deflecting the bladder and the right angle retractor. Silvadene cream was applied to the burn, other than the steam. Patient tolerated the procedure well and was taken to the recovery room in satisfactory condition.